Manufacturer narrative:
(B)(4)

Event description:
It was reported that the distal tip detached and remains in the patient. A 300 cm v-14¿ controlwire® was chosen for a chronic total occlusion (cto) and in stent restenosis case in the superficial femoral artery. The physician first gained access to the cto with a diagnostic catheter and attempted to cross the lesion with a v18 device but failed. Then while attempting to cross the lesion with this v-14 wire, it also didn¿t get through. After the device was removed from the patient¿s body, it was noted that a portion of the tip separated. The portion of the tip that separated was left inside of the patient. The cause of the tip damage was unknown. No excessive torque/resistance was applied to the device prior to the damage. No additional interventions or complications occurred. The plan following the procedure was to perform bypass surgery for the lesion as the cto was not able to be treated.

Manufacturer narrative:
Device evaluated by MFR: the device was returned and it was noted to have distal tip damage as part of overall visual revision. The device has the distal tip kinked and the polymer tip is detached, it starts approximately at 298,7 cm from the proximal end; the detached section was not returned. The overall length, and outer diameter (od) or the device, could not be performed due to device condition (polymer tip detached). Od of the middle of the device, and od of the proximal section, measured within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the distal tip detached and remains in the patient. A 300 cm v-14 controlwire was chosen for a chronic total occlusion (cto) and in stent restenosis case in the superficial femoral artery. The physician first gained access to the cto with a diagnostic catheter and attempted to cross the lesion with a v18 device but failed. Then while attempting to cross the lesion with this v-14 wire, it also didn¿t get through. After the device was removed from the patient¿s body, it was noted that a portion of the tip separated. The portion of the tip that separated was left inside of the patient. The cause of the tip damage was unknown. No excessive torque/resistance was applied to the device prior to the damage. No additional interventions or complications occurred. The plan following the procedure was to perform bypass surgery for the lesion as the cto was not able to be treated.